Event description:
After a few weeks of implantation, this lead was explanted due to high threshold readings and dislodgement. It was also reported that the patient had chest wall stimulation.

Manufacturer narrative:
(B)(4) 2010. (B)(4): chest wall stimulation. The analysis on this device is pending. (B)(4) 2010.

Manufacturer narrative:
(B) (4): chest wall stimulation.the analysis on this device is pending.

Event description:
After a few weeks of implantation, this lead was explanted due to high threshold readings and dislodgement. It was also reported that the patient had chest wall stimulation.